Event description:
When the monitor in question is switched to the ready or standby mode and another bedside monitor gives off an alarm, the message "emergency" appears in the info line of the central monitoring unit and the other bed monitors (the sirecust 732 is connected to bed 16). Therefore, when the 732 is in this state, the central monitor indicates the alarm is with the 732 bedside and not the appropriate bed. A monitor at another bed had the same problem. The system is comprised of 10 sirecust 960's, 4 sirecuts 1260's, and 1 sirecust 732.